Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurrent urinary incontinence. The patient reported that the device was no longer functioning as intended. During the surgical procedure, a leak was identified within the system. The entire device was removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of incontinence is a known risk associated with this device type and indicated as such in the instructions for use.